Manufacturer narrative:
H10 a follow up was performed with the key market, and it was reported that there was no patient involvement, and that the device was in a warehouse when the event occurred. There was no patient or user harmed. Insufficient information is available to determine the resolution of the event. The key market responder noted that the "hospital was temporarily out for repair". No further details could be obtained regarding the event. It could not be confirmed if the customer's issue was resolved or if the device was repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. H11 type of reported complaint updated to product problem.

Manufacturer narrative:
E1: reporter phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an autozero alarm. The device was reported to be in use at the time of the reported problem. The customer stated that there was patient harm but did not say what the harm was. Additional information regarding the details of the event has been requested. The customer informed the authorized service provider (asp) that the pressure sensor autozero was failing and the frequency was too high. The customer replaced the ventilator with another device and reported the issue to their equipment department. This investigation is ongoing.